Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) device. The needle from the adc sensor remained in the customer's arm. As a result, the customer was asymptomatic. The customer was able to self-treat, as the customer's caregiver removed the needle along with the sensor. There was no report of death or permanent impairment associated with this event.